Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) unit had an abnormal noise coming from the cart. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion). Corrected fields: e1 (event site name). The getinge field service engineer (fse) found that the cardiosave intra-aortic balloon pump (iabp) unit had friction between the cart chassis and the plastic cover. To fix the issue, the fse applied resin tape to the cover to avoid friction. The iabp was then released to the customer and cleared for clinical service.